Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit passed dat at 0.0873 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit was successfully downloaded using thump. Unable to confirm high bgs. Confirmed pump alarmed insulin flow blocked alarm on 08/27/2025 01:45:00.000 until 08/27/2025 23:54:57.000 during bolus found in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. No unexpected alarms/alert/anomalies noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported a blood glucose value of 264 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection and an insulin pump. The event involved product(s) mmt-1884, mmt-396a, mmt-332a, and mmt-7040a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a current event. Troubleshooting was not performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-396a, mmt-332a, and mmt-7040a